Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient death occurred. During the procedure, a faradrive steerable sheath and the versacross access solution were selected for use. The physician experienced access difficulties from the beginning. After transseptal puncture, a large effusion was observed in the left atrium. The team monitored the effusion for approximately eight minutes and proceeded with the case per physician direction. The ablation itself was completed without issues. Following the procedure, a non-boston scientific device was unable to achieve hemostasis at the access site, and bleeding continued. Interventions include holding pressure and femoral artery compression device used to stop bleeding. When the device related portion of the procedure concluded, the patient was still bleeding. The patient was hospitalized. It was later reported that the patient died from hemorrhagic shock. Based on the information, there is no indication that the faradrive system contributed to the outcome. The device is not expected to be return due to disposal.

Event description:
It was reported that a patient death occurred. During the procedure, a faradrive steerable sheath and the versacross access solution were selected for use. The physician experienced access difficulties from the beginning. After transseptal puncture, a large effusion was observed in the left atrium. The team monitored the effusion for approximately eight minutes and proceeded with the case per physician direction. The ablation itself was completed without issues. Following the procedure, a non-boston scientific device was unable to achieve hemostasis at the access site, and bleeding continued. Interventions include holding pressure and femoral artery compression device used to stop bleeding. When the device related portion of the procedure concluded, the patient was still bleeding. The patient was hospitalized. It was later reported that the patient died from hemorrhagic shock. Based on the information, there is no indication that the faradrive system contributed to the outcome. The device is not expected to be return due to disposal.

Manufacturer narrative:
The reported allegation is not confirmed. The device has not been returned to bsc for analysis and no media was provided. Risk review: upon review of the complaint, the information provided does not indicate a new hazardous situation and there is no new trending information to suggest a change in the probability of the failure mode occurring. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The device has not been returned to bsc for analysis and no media was provided. The information within the event description suggests that the event is anticipated in nature as per the IFU as reported to bsc. The allegation of adverse events are confirmed and are listed within the IFU, therefore the "known inherent risk of device" cause code was selected. No DHR review conducted due to there being no upn or lot number available to trace back to the customer sales.